Event description:
It was reported that an interlink continu-flow solution administration set was found to have an inverted rubber port after an injection with a blunt needle. The reported condition occurred during infusion. There was no report of patient/user injury or medical intervention needed in association with this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the y-site injection port was received for evaluation cut from the rest of the device. Visual inspection of the y-site revealed that the septum was collapsed. The swage height was measured, and was found to be out of specification. Further visual inspection revealed that the center slit was in the middle of the septum. Microscopic inspection was performed, and no punctures or defects were observed. The reported condition was confirmed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.